Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The cause of the patient's outcome could not be conclusively determined at this time. The instructions for use warns users: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available at a later time, this report will be supplemented. Cross-reference mfrs: 2951238-2015-00557 and 2951238-2015-00568.

Event description:
Olympus was informed that following a diagnostic colonoscopy and mucosectomy procedures, three patients developed a fever. All patients were released from the hospital with no complications. Within 24 hours, one of the patients went back to the hospital and was admitted with mental confusion. The patient expired due to pulmonary arrest and sepsis. The user facility stated that the death is not directly related to the equipment. No additional information was provided. Olympus followed up with the user facility in writing to obtain additional information regarding the other two patients but with no success. This is three of three reports.